Event description:
It was reported that pump and cassette alarmed no disposable clamp tubing. No further details provided. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d5 unknown no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a ?no disposable? Alarm is the downstream occlusion (dso) sensor.; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.